Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci assisted incisional hernia tapp surgical procedure, after the endoscope was removed for cleaning and then reinstalled, the endoscope image appeared flipped. The customer had already power cycled the system prior to the call; after the system restarted and the endoscope was reinstalled again, the image was no longer flipped, and the procedure continued. The customer informed the surgeon had observed a similar flipped-image occurrence previously, but no further details were provided. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: both procedures were completed robotically.